Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor experienced intermittent communication failures with the ilet while remaining connected to the dexcom app, with device logs showing multiple signal loss events and no use of a watch or receiver. The user noted a blood glucose peak of 339 mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and dexcom g7, characterized by intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.